Event description:
It was reported that the pump was not charging, and attempts to charge it using a usb cable and a wall outlet were unsuccessful. Blood glucose level was reported to be 140 mg/dl. The device was set to be returned, and a replacement pump was issued, but no additional details regarding the outcome of the event were provided.